Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements from the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted and upon review found that the alert was from six months earlier due to a 125 ohm measurement. It was noted that the shock impedance measurements had been around 110 ohms a year earlier but were now closer to the 130 ohm range. Ts discussed that a gradual rise could indicate calcification or other physiological causes. Further review of the data stored from cardiac resynchronization therapy defibrillator (crt-d) on the remote home monitor noted low out of range right atrial (ra) lead impedance measurements for the last five months. There was also oversensing of noise on the ra channel causing approximately 155 thousand inappropriate atrial tachy response (atr) episodes. Ts stated that the out of range measurement alerts have triggered many times previously. Ts suggested either monitoring until the rv shock impedance reached 150 ohms or performing a 41 joule commanded shock to test impedances. Ts stated this would be a medical decision made by the clinic. The field representative noted that the physician was considering defibrillation threshold (dft) testing, however to the best of their knowledge this has not yet been completed and the physician was going to continue to monitor the patient. No cause of the out of range ra impedance measurements were determined. For the rv shock impedance measurements the physician speculated that it could be due to calcification but ultimately a cause had not been determined. The crt-d, rv and ra lead remain in service and no adverse patient effects were reported. Additional information was received that upon interrogation there was code for shock into an open condition. The clinician observed that the events in the logbook showed no therapy. Boston scientific technical services (ts) was consulted and discussed that all events after a code will show no therapy in the logbook and to reference each individual event for details. Upon review of the events it was determined each one had therapy delivery. It was noted that the patient had not transmitted data via the remote home monitoring system for three months. Ts discussed the code indiated that a shock was delivered to impedances of greater than 145 ohms or higher. Ts discussed possible causes and troubleshooting. It was noted the patient was not responsive. Further review found that the patient received 22 shocks, but there was no therapy exhaustion observed. All shock impedances for delivered shock were 70 ohms. The field representative stated that since the patient function was normal and had other underlying health issues tachycardia therapy was turned off in the crt-d and a do not resuscitate order was issued. At this time the crt-d and rv lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. Further engineering investigation was conducted of the device's diagnostic data that was downloaded and submitted to boston scientific technical services for review. It was determined that out-of-range shock lead impedance measurements are covered by the instructions for use, thus it can be concluded, without device return, expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements from the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted and upon review found that the alert was from six months earlier due to a 125 ohm measurement. It was noted that the shock impedance measurements had been around 110 ohms a year earlier but were now closer to the 130 ohm range. Ts discussed that a gradual rise could indicate calcification or other physiological causes. Further review of the data stored from cardiac resynchronization therapy defibrillator (crt-d) on the remote home monitor noted low out of range right atrial (ra) lead impedance measurements for the last five months. There was also oversensing of noise on the ra channel causing approximately 155 thousand inappropriate atrial tachy response (atr) episodes. Ts stated that the out of range measurement alerts have triggered many times previously. Ts suggested either monitoring until the rv shock impedance reached 150 ohms or performing a 41 joule commanded shock to test impedances. Ts stated this would be a medical decision made by the clinic. The field representative noted that the physician was considering defibrillation threshold (dft) testing, however to the best of their knowledge this has not yet been completed and the physician was going to continue to monitor the patient. No cause of the out of range ra impedance measurements were determined. For the rv shock impedance measurements the physician speculated that it could be due to calcification but ultimately a cause had not been determined. The crt-d, rv and ra lead remain in service and no adverse patient effects were reported. Additional information was received that upon interrogation there was code for shock into an open condition. The clinician observed that the events in the logbook showed no therapy. Boston scientific technical services (ts) was consulted and discussed that all events after a code will show no therapy in the logbook and to reference each individual event for details. Upon review of the events it was determined each one had therapy delivery. It was noted that the patient had not transmitted data via the remote home monitoring system for three months. Ts discussed the code indicated that a shock was delivered to impedances of greater than 145 ohms or higher. Ts discussed possible causes and troubleshooting. It was noted the patient was not responsive. Further review found that the patient received 22 shocks, but there was no therapy exhaustion observed. All shock impedances for delivered shock were 70 ohms. The field representative stated that since the patient function was normal and had other underlying health issues tachycardia therapy was turned off in the crt-d and a do not resuscitate order was issued. At this time the crt-d and rv lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements from the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted and upon review found that the alert was from six months earlier due to a 125 ohm measurement. It was noted that the shock impedance measurements had been around 110 ohms a year earlier but were now closer to the 130 ohm range. Ts discussed that a gradual rise could indicate calcification or other physiological causes. Further review of the data stored from cardiac resynchronization therapy defibrillator (crt-d) on the remote home monitor noted low out of range right atrial (ra) lead impedance measurements for the last five months. There was also oversensing of noise on the ra channel causing approximately 155 thousand inappropriate atrial tachy response (atr) episodes. Ts stated that the out of range measurement alerts have triggered many times previously. Ts suggested either monitoring until the rv shock impedance reached 150 ohms or performing a 41 joule commanded shock to test impedances. Ts stated this would be a medical decision made by the clinic. The field representative noted that the physician was considering defibrillation threshold (dft) testing, however to the best of their knowledge this has not yet been completed and the physician was going to continue to monitor the patient. No cause of the out of range ra impedance measurements were determined. For the rv shock impedance measurements the physician speculated that it could be due to calcification but ultimately a cause had not been determined. The crt-d, rv and ra lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements from the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted and upon review found that the alert was from six months earlier due to a 125 ohm measurement. It was noted that the shock impedance measurements had been around 110 ohms a year earlier but were now closer to the 130 ohm range. Ts discussed that a gradual rise could indicate calcification or other physiological causes. Further review of the data stored from cardiac resynchronization therapy defibrillator (crt-d) on the remote home monitor noted low out of range right atrial (ra) lead impedance measurements for the last five months. There was also oversensing of noise on the ra channel causing approximately 155 thousand inappropriate atrial tachy response (atr) episodes. Ts stated that the out of range measurement alerts have triggered many times previously. Ts suggested either monitoring until the rv shock impedance reached 150 ohms or performing a 41 joule commanded shock to test impedances. Ts stated this would be a medical decision made by the clinic. The field representative noted that the physician was considering defibrillation threshold (dft) testing, however to the best of their knowledge this has not yet been completed and the physician was going to continue to monitor the patient. No cause of the out of range ra impedance measurements were determined. For the rv shock impedance measurements the physician speculated that it could be due to calcification but ultimately a cause had not been determined. The crt-d, rv and ra lead remain in service and no adverse patient effects were reported.